Event description:
During bladder sling procedure, trocar pulled off the plastic insertion tubing, requiring reattachment of the trocar to complete the surgical procedure. The pt was re-scoped to confirm adequate placement of the sling.